Event description:
Edwards received notification from a field clinical specialist that a patient underwent a transfemoral tavr with a 23mm s3u valve. After the valve exited the esheath, valve alignment was performed. However, the 2nd operator over dialed the fine adjustment wheel until the distal balloon marker was inside of the valve, almost to the middle of the valve. During fine adjustment, the 2nd operator aligned the distal balloon marker to the distal end of the valve. 1st operator stepped off fluoro. When fluoro was off, the 2nd operator kept dialing fine adjustment wheel so the team was unable to see what was happening. When 1st operator stepped back on fluoro, the distal balloon marker was already very deep inside the valve. It was instructed to the 2nd operator to stop. The team discussed trying to do a two step deployment but decided it wasn't feasible. The team then decided to try and pull everything out. The valve made it to tip of esheath but would not go back inside of the esheath. An attempt was made to remove the valve, esheath, and commander all at once. The commander and esheath were removed but valve came off of commander and remained in the artery near access site. A vascular surgeon performed cut down to remove valve and perclose sutures. A new 16f esheath was inserted and new 23mm s3 ultra and commander (were prepped and the valve was successfully delivered. There was no damage to any of the devices after withdrawal.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. Device not available for return.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case . The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve dislodged off balloon during withdrawal and valve alignment difficulty were unable to be confirmed. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. For the complaint of valve alignment difficulty, as reported, ''the 2nd operator over dialed the fine adjustment wheel until the distal balloon marker was inside of the valve, almost to the middle of the valve. During fine adjustment, the 2nd operator aligned the distal balloon marker to the distal end of the valve. 1st operator stepped off fluoro. When fluoro was off, 2nd operator kept dialing fine adjustment wheel so we were blind to what was happening. When 1st operator stepped back on fluoro, the distal balloon marker was already very deep inside the valve which is when I instructed the 2nd operator to stop''. Per the training manual: ''slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap'' and ''warning: do not position the valve past the distal valve alignment marker. This will prevent proper valve deployment.'' In this case, the user performed fine adjustment manipulations without properly visualizing the relative position of crimped thv with respect to the va markers, which caused the valve to become displaced too distally on the inflation balloon. As such, available information suggests that procedural factors (over-rotation of fine adjust, inadequate visualization, use error) may have contributed to the complaint event. For the complaint of valve dislodged off balloon during withdrawal, as reported, ''the team then decided to try and pull everything out. The valve made it to tip of esheath but would not go back inside of the esheath. An attempt was made to remove the valve, esheath, and commander all at once. The commander and esheath were removed but valve came off of commander and remained in the artery near access site''. Reviewed 3mensio showed tortuosity and calcification in the patient's access vessel. The presence of tortuous access vessels is known to contribute to suboptimal withdrawal angles by preventing coaxial alignment between the delivery system, crimped valve, and sheath tip. Such non-coaxially can cause the thv to catch on the sheath tip and dislodge from the balloon during forceful withdrawal attempts; however, additionally received information confirmed that the system was coaxial during re-entry into the sheath. It is also possible that the improperly aligned thv itself (too distal, sitting over tapered balloon end) promoted the dislodgement by causing the valve to slip off the tapered balloon profile during system retrieval. As such, available information suggests procedural factors (valve aligned too distally) may have contributed to the reported event. However, a definitive root cause was unable to be determined. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories f or all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.